Event description:
It was reported that the high flow sheath got torn during removal. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the high flow sheath got torn during removal by the balloon blade and a blood was leaked from the torn part. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The indicated sheath size as per pcb2cm specification for this device is a minimum 6fr. The customers 6fr introducer sheath was returned for analysis. A visual examination found the customer's sheath to be torn along its entire length. For investigation purposes the investigator selected a boston scientific 6fr sheath. A vacuum was applied to the pcb device using a 20ml syringe as per IFU pcb 2cm and successfully advanced the device through the boston scientific 6fr sheath and successfully withdrew it with no resistance experienced. No issues were noted that could potentially have contributed to the complaint incident. A visual examination of the returned device confirmed that the balloon had been inflated. No issues or damage was noted with the balloon material or blades. All blades were present and fully bonded to the balloon material. No issues were noted with the of the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.